Manufacturer narrative:
Although requested, the affected product has not been received,and patient demographic details were not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the needleless valve attached to the patient¿s central line was cracked and not functioning as expected. The valve was replaced. No patient harm was reported.